Manufacturer narrative:
Additional catalog numbers: 72402105, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) female was implanted with an acticon on (B)(6) 2004. On (B)(6) 2009, the entire device was removed and replaced due to fluid loss. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.